Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
UDI related data quality updates only. The following are additional product codes for this device: drs : transducer, blood-pressure, extravascular. Dqe : catheter, oximeter, fiberoptic . The following is corrected data, as the original identification information sent did not match the data submitted to the global unique device identification database (gudid): d1 brand name: flotrac, vamp. D2a common device name: computer, diagnostic, pre-programmed, single-function. D2b device product code: dxg.

Event description:
It was reported that a flotrac device had inaccurate blood pressure values. Flotrac was attached to a hemosphere and non edwards bedside monitor, ge healthcare. Clinician noted that the flotrac displayed unexpected spikes in the blood pressure readings. Exchanging the device resolved the issue. No patient injuries. Used device was discarded.

Manufacturer narrative:
The device was discarded at hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.